Event description:
It was reported that the insulin pump had a frozen display. Caller stated that the time on the insulin pump is not advancing and there is no response from any button. Caller stated that the insulin pump was exposed to moisture. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with unresponsive button due to corroded keypad traces. No button error alarm noted. Unit was tested with a test keypad and no frozen screen noted. Unit had cracked case window display corners and missing end cap sticker.